Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's right lead had migrated. The issue was confirmed via CT scan. Surgical intervention was undertaken on (B)(6) 2018 during which the migrated lead was repositioned back to its original position. Stimulation was restored following the procedure.